Event description:
Customer reported that their pump screen was not turning on. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer through several troubleshooting steps, which did not resolve the issue, resulting in a decision to replace the pump. Customer will use a backup insulin pump.